Event description:
It was reported that the right ventricular (rv) lead exhibited over-sensing of noise. No intervention was reported. There were no patient consequences.

Event description:
New information indicated that the right ventricular (rv) lead was replaced on (B)(6) 2025. No further information was reported.